Event description:
It was reported that during follow up, an x-ray examination showed that the lead had a micro dislodgment. No intervention was performed. The physician decided to monitor the patient only. The patient¿s condition is fine.

Manufacturer narrative:
(B)(4).